Manufacturer narrative:
During inspection and testing, the foreign material was not able to be identified. In addition, service found the echo eyepiece was peeled off, and there was no identification on the ccd (charge-coupled device). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for evaluation, with a report from the customer that the water outlet of the water bladder was clogged, and the identification (ID) board needed to be replaced. The reported issue was observed while reprocessing the subject device, after an unspecified procedure. There was no patient or user injury reported due to the event. Upon inspection and testing of the returned device, it was observed that foreign material was falling out from the distal end. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material was present due to improper reprocessing. The following is included in the instructions for use (IFU): "all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.". "Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h11 of the initial medwatch. Based on the results of the investigation, in addition to the confirmed foreign material found within the device. An image loss error (e227) was identified and there was no identification on the ccd (charge-coupled device) observed during device inspection. The occurrence of the reported events are unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.